Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file contained data from (B)(6) 2018 08:53:27 through (B)(6) 2018 07:36:08. A long string of low flow alarms was captured on (B)(6) 2020 from 06:57:06 until 07:35:33, when the pump flow dropped below the low threshold of 2.5lpm. The alarms occurred while the patient was connected to both the power module and battery power. Pump flow dropped to as low as 2.4lpm during these events. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information; however, no response was received. Heartmate ii lvas IFU (rev. C), section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19mar2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report # 2916596-2021-01041. It was reported that the patient experienced a driveline disconnect alarm on (B)(6) 2018. The data then shows a clock reset due to depletion of the emergency backup battery. It's unknown exactly when the reset occurred. Final lines of data in the log shows the clock set to (B)(6) 2001 1:00am and a pump was briefly connected to the controller for approximately 1min then disconnected. The controller appears to have been on backup battery power during the final disconnect.